Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error message e104 occurred caused by damage of the insertion section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image caused by a component failure of the universal cord. The universal cord failure is an electronic component problem, but the cause of the universal cord failure could not be determined. The most likely cause is a random failure. The insertion section failure is an electronic component problem, but the cause of the insertion section failure could not be determined. The most likely cause is a random failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope had abnormal image. The issue was found during maintenance. There were no reports of patient involvement.